Event description:
Upon opening box of contact plates, technician discovered contaminated remel tsa w/lec, ps80 contact plate with growth (ref: 111101, lot # 139212, exp. 08/03/2017). A second contaminated plate with same lot # discovered during call with remel technical services.